Event description:
The hcp reported, that the patient had experienced withdrawal with the following symptoms: nausea, sweats, diaphoresis, increased pain, and agitation. The patient's pump was used to delivery morphine sulfate. Two studies was performed (dates and results not reported). The hcp believed that there was a cerebral spinal fluid (csf) leak, so the decision was made to replace the pump and catheter. The patient was given unspecified oral medications until the surgery could be performed. During the surgery, the surgeon saw good csf flow from the catheter, so only the pump was replaced. Six days post pump replacement, the patient was hospitalized for withdrawal. Symptoms included: nausea, chills, sweats, and increased pain. It was determined that the catheter was kinked or occluded at an unspecified location. The catheter was replaced. The patient was reported to be doing fine since the replacement. See manufacturer's report #2182207-2007-04395.

Manufacturer narrative:
.

Event description:
Additional information: it was reported that the pump had failed due to a battery malfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).